Event description:
The following has been reported by the customer: a registered nurse reported that a kabi vmc agilia prim filter had a saline-filled chamber but would not bypass the chamber into the line. One bag of saline was discarded with the set. No adverse events reported.